Event description:
It was reported that both leads had been replaced due to patient's loss of stimulation/therapeutic effect. It was stated that few weeks ago the headache symptoms had been returning. Impedance measurement read all electrodes >4000 ohms. Patient status at the time of this report was stated as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Device used for off label indication. The indication device used for was occipital nerve stimulation. Product ID 3888-56, serial# unknown, explanted: 2013-(B)(6), product type lead product ID 3888-56, serial# unknown, explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Final device analysis of the lead (1) revealed the following: the #0 and #2 conductors were broken at their electrode weld sites on the lead. Final device analysis of the lead (2) revealed the following: the #0, 1 and 3 conductors were broken at their electrode weld sites on the lead.

Manufacturer narrative:
(B)(4).